Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure, com cable not detected, and the ac port is broken. The device's ac port. Internal battery and other parts as required need to be replaced. Additionally, not related to the issue the device's inlet screws are cracked and need to be replaced. No repair was performed. The unit is not needed for inventory, and it was scrapped.